Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3: investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty foil, one needle suture piece in two sections were received for analysis. Sxpp1a406. During visual inspection of the returned sample, significant marks that appear to be caused by a surgical instrument were observed on the body needle. The suture was examined, and the end of the suture was noted to be split likely caused by a surgical instrument. In addition, crimping marks and body fluids were found on the strand. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. To prevent this kind of damage, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device 105l1b / sxpp1a406 batch number, and no non-conformances were identified. Expiration date: dec/31/2026 date of mfg.: jan/08/2025.

Event description:
It was reported that patient underwent an unknown surgery on (B)(6) 2026, and barbed suture was used. The suture broke when sewing. Changed to another one to complete the surgery. There is no report on patient's injury. No additional information could be provided.